Event description:
Initial report by MFR with device returned for analysis was "r/o infection" with no details provided. Repeated attempts were made to secure more info but no reply was received until 9/12/00. Info received was a brief message from hcp on the voicemail indicating that the pt did indeed have an infection. The causative organism was mrsa-methicillin resistant staph aureus. The infection was reported to be a "complicated infection". Pt has recovered and no more surgery is planned at present.